Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at adapter tubing junction. The nurse was administering intravenous infusion to the patient at the bedside in the ward. After connecting the indwelling needle, she found that there was water leakage from the white cap end, and immediately explained to the patient's family and replaced the indwelling needle.

Manufacturer narrative:
1. Production record check (lot#4233778): 1)this batch of products will be assembled in jingma automatic line 8 in august 2024 and packaged in r240 packaging line and cfs packaging line in may 2024. The number of work orders is (B)(4) pieces. 2)check the process test report and shipment test report, and the test results are in line with product standards. 3)check production records for any conformity, deviation or rework behavior. 2.customers return samples and photos without defects. 3.45psi leakage test of the batch retained samples, the test passed, no leakage was found. 4.no similar complaints about this batch of products have been received from other hospitals. Conclusion: the root cause of leakage could not be determined because no abnormality was found in the process and retained samples, and the damage state of defective samples could not be identified.

Event description:
No additional information available.